Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sept2019. The field service engineer (fse) was dispatched to the site and confirmed the reported issue. The fse replaced the power management board and alternating current (ac) power cord. The fse reported the device passed the performance verification test successfully. The power cord was returned for analysis, a visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the device does not power on. There was no patient involvement.